Manufacturer narrative:
The reported event, battery is split and leaking, could not be confirmed as the battery was not available for evaluation. Based on a review of previous cases with a similar reported event, the most likely causes of the battery housing splitting and leaking could be due fluid intrusion as a result of improper sterilization. Device is not returned to the manufacturer for evaluation.

Event description:
It was reported that the system 6 battery was split and leaking during cleaning at user facility. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.